Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced left-sided pain with significant erosion of the electrode. The patient was scheduled for revision. A revision procedure was performed, the electrode was successfully repositioned, and the patient was discharged the same day. This product remains in use and no additional adverse patient events have been reported.